Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concordia hospital has a pinnacle straight cup inserter that has a broken strike plate. The proximal strike plate broke off the inserter while inserting the stem. No patient issues or surgical delay. All pieces accounted for.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> johnson & johnson canada reports concordia hospital has a pinnacle straight cup inserter that has a broken strike. The device associated with this report was not returned. A search of the complaint database by product code identified a trend of handle breakages. A previous investigation (sem investigation) was conducted by a depuy material scientist in 2014 for handle fractures. Three submitted impactors were evaluated and found the instruments fractured through the pinnacle impactor end cap. The evaluation found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The hardness testing confirmed the material met the engineering drawing specification. The previous sem evaluation is in the attachment section. Commercialized product development has been made aware of this failure through weekly department complaint handling unit/commercialized product development meetings and is currently reviewing the design. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under post market surveillance (B)(4).